Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 year and 4 months after two dental implants were installed in patient's mouth, and 1 year after prosthesis installation, it was verified its loss of osseointegration. The patient presented bone type iii.